Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection at the site of the right burr hole. The patient underwent a wash out procedure and was administered antibiotics. The patient was doing well post procedure.